Manufacturer narrative:
Visual inspection of the mechanical liner inserter confirms that the inserter head fractured off. Both the head and the shaft were returned for review. It has also been noted that there are scratches on the surface of the device. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. The lot was manufactured on dec 6, 2010 and therefore had been in the field for approximately 5 years. The frequency of use of the reported device is unknown. It is likely that the fracture is a result of normal wear during the instrument's field life. This device is used for treatment.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the acetabular liner inserter was broken during surgery.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.